Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that a severe lupus patient was moved into ICU on (B)(6) 2014 after her condition worsened with level of consciousness (loc) changes. She was intubated and put on vasoactive medications. On (B)(6) 2014, they completed a therapeutic plasma exchange (tpe) procedure on the patient. The patient was non responsive during the procedure. Another tpe procedure was started on (B)(6) 2014. Approximately 15 minutes into the procedure, the patient went into ventricular fibrillation and a code was called. They stopped the code about 30-45 minutes after start. They thought they felt a pulse, so the patient was put back on the ventilator and vasoactive medications per the family's request. A decision was made on (B)(6) 2014 and life support was removed. The patient expired on (B)(6) 2014. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to patient death, although per current information there is no malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the evaluation of the patient's condition by the customer, the cause of death was the patient's disease state, and was not related to the procedure or device.

Manufacturer narrative:
Investigation: the spectra machine was used for two red blood cell exchange procedures and one tpe procedure after (B)(6) 2014, prior to being taken out of service for machine checkout on (B)(6) 2014. No issues were reported with the other procedures. A terumo bct service technician performed a full machine checkout on (B)(6) 2014. All functions were verified to be within specifications. A saline run was performed with no problems. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.